Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During remote follow-up, an alert for ventricular fibrillation (vf) was observed. The patient presented to the clinic and review of the episode indicated no defibrillation therapy was delivered to treat the vf due to low, high voltage impedance. The device was reprogrammed to another vector to successfully deliver therapy. The lead is still implanted and the patient will be monitored. The patient was stable.